Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a bolt (screw) was placed in the patient's ilium in a different position than desired with the brainlab device involved, despite according to the surgeon: the deviation of the iliac bolt was detected by the surgeon after placement with a control CT scan before finalizing the surgery, and the bolt was replaced successfully (re-positioned successfully) at the very same surgery. The outcome of the surgery was successful as intended, all 16 screws/bolts were placed in their correct final positions as intended at the end of the surgery. There was no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, blood vessels, etc.) Due to the reported problem. There was no harm or negative clinical effect to the patient due to the incorrect placement of the iliac bolt, neither for the prolongation of anesthesia/surgery by less than 30 minutes. There were no further medical or surgical remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviating left iliac bolt by approximately 10-20mm medial to the intended position, was a movement of the navigation reference array during surgery in relation to the sacrum on which it was attached, due to insufficient rigid fixation and / or inadvertent forces applied to the reference array at the surgery, e.g. By draping, placing instrumentation, and from potential forces of the adjacent skin and soft tissue. Movement of the reference array relative to the patient anatomy can lead to an inaccurate display of the tracked instruments on the registered image in the navigation software in comparison to their actual positions on the patient anatomy, which cannot be compensated by the navigation software. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after registration, and throughout the procedure, before the placement of the iliac bolt. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A open surgery on the spine for a transforaminal lumbar interbody fusion (tlif) with planned placement of 14 pedicle screws (from t11-s1) and 2 iliac bolts (screws), was performed with the aid of the display by the brainlab navigation software spine & trauma 3d 2.6. During the procedure the surgeon: positioned the patient in prone position on the operating room table. Attached the navigation reference array on the left iliac crest. Performed a CT scan using a non-brainlab CT scanner and verified and accepted the automatic registration of the current patient anatomy to the navigation (to the intra-operative CT scan imported into and used by the navigation). Breathing was halted during the scan. Calibrated a non-brainlab tap and screwdriver to the navigation, and verified and accepted the accuracy of the calibrations to proceed. Placed 14 screws in the left and right pedicles of vertebrae t11-l4, and s1, using the aid of the navigation. Removed the navigation reference array and re-attached it to the sacrum. Performed a 2nd CT scan and verified and accepted the automatic registration, in the same manner as the first scan. Planned the trajectory for the left iliac bolt (screw) using the navigated pointer, created an initial pilot hole at the planned entry point with a non-brainlab drill, aligned the navigated brainlab probe to the intended path and saved a trajectory in the navigation software, and hammered the probe to advance it 60mm deep along the planned trajectory. Prepared the rest of the path (total depth of 100mm) with the navigated non-brainlab tap, and placed the bolt down the prepared path with the navigated non-brainlab screwdriver. Repeated this surgical workflow to place the right iliac bolt. Performed a 3rd CT scan and verified and accepted the automatic registration, in the same manner as before. Detected via the scan that the left iliac bolt was placed out of the bone, deviating at the target approximately 10-20mm medial from the intended position. Removed and re-placed the left iliac bolt using navigation and the same surgical workflow as before. Performed a 4th CT scan and verified and accepted the automatic registration, in the same manner as before. Confirmed via the CT scan that all pedicle and iliac screws were correctly placed as intended. Completed the surgery. According to the surgeon: the deviation of the iliac bolt was detected by the surgeon after placement with a control CT scan before finalizing the surgery, and the bolt was replaced successfully (re-positioned successfully) at the very same surgery. The outcome of the surgery was successful as intended, all 16 screws/bolts were placed in their correct final positions as intended at the end of the surgery. There was no direct (or increased) risk of harm to a critical structure (e.g. Spinal cord, nerves, blood vessels, etc.) Due to the reported problem. There was no harm or negative clinical effect to the patient due to the incorrect placement of the iliac bolt, neither for the prolongation of anesthesia/surgery by less than 30 minutes. There were no further medical or surgical remedial actions necessary, done or planned for this patient. Hospitalization was not prolonged either.